Event description:
Boston scientific received info that this right atrial lead is exhibiting increased thresholds, loss of capture and decreased sensing. The health care professional called boston scientific technical services for suggestions, and wanted to know if the ra lead could be used with the device minute ventilation feature as opposed to the right ventricular lead. Ts recommended not to use the mv with the ra, but use it with the rv lead. The pt was no longer there, so they will see about bringing the pt back in, and turning on the mv. To date, no adverse pt effects were reported. No add'l info is currently available. If add'l info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical analysis. The inspection revealed that the lead's distal part was partly pulled out from the ring electrode. Damage symptoms such as those require excessive mechanical stress. Traction forces during the surgery should be taken into consideration. Further inspection did not reveal any peculiarity which might have led to the clinical observation. In particular the values obtained during the mechanical and electrical analysis were within the technical specification. The analysis did not reveal any sign of a material or manufacturing problem.